Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson (j&j) medtech for evaluation. J & j medtech conducted a visual inspection and a deflection test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the device. No areas of the shaft were observed detached or broken a deflection test was performed following the j & j medtech procedure. The device failed the test since it was only partially deflecting. Therefore, the device was submitted x ray from the tip. It was determined that the t-bar slid down from its place, causing the improper deflection condition. A manufacturing record evaluation was performed for the finished device number lot 31341828l and no internal actions related to the complaint were found during the review. As part of j & j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter - right ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was small curve damage and the catheter only deflects to one side. The curve was cracked. There was no surgical delay. The procedure was successfully completed. No patient consequences were reported.